Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely calcified vessel. A 2.25 x 12 synergy drug-eluting stent was selected for use. However, the proximal stent strut was noted to be damaged. The procedure was completed with another of same device. There were no patient complications nor injuries reported.